Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken battery tube threads, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer has a crack near the battery compartment of the insulin pump. It was also determed that the customer received a off no power alarm, and they were unable to turn of their insulin pump. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)